Event description:
2004 the patient's nurse contacted lifescan on their behalf alleging that their one touch ultra meter was reading inaccurately high. The senior medical affairs specialist spoke with patient's spouse 3 days later.4 days ago the patient obtained a 9.9 mmol/l (178 mg/dl) at 7:30 am on the reported meter,while believing that it was actually 99 mg/dl. They were administered 4 units of novolin insulin, based on a sliding scale, and had shredded wheat cereal. Approximately 1 hour later, the patient complained of their body hurting all over, feeling very cold, hot and sweaty. Their spouse contacted 911 when they realized a gurgling noise coming from their chest. The patient has congestive heart failure. The ems arrived shortly thereafter and they was transported to the ER. The patient's spouse was unware of any blood glucose tests or treatment administered by the ems. At the ER, the spouse was advised that their blood glucose level registered at "hi" (device & actual result unknown). They was admitted and treated for their glucose levels and placed on heart monitors. The patient's spouse was unable to provide any specific details regarding the treatment received at the hospital. In addition to their novolin sliding scale regimen,they was prescribed oral medication to help manage their diabetes upon their release 3 days later.the customer service representative was unable to walk the nurse through quality control solution had expired. The patient's wife reported that she never noticed the unit of measurment and never entered the setting mode. Therefore, there is indication that the product malfunctioned and that the events meets the criteria for a medical device reportable. There is also information to suggest that the patient experienced injury and medical intervention due to taking insulin based on misconceived reading (s) . The meter, test strips, and control solution were replaced.